Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a guidewire being too pliable is confirmed, and the cause is determined to be use-related. The device returned was one guidewire in its hoop, with unknown small catheter near one end. Visual observation found that the guidewire was largely in its hoop and that an unknown short catheter with green luer hub and clear tubing, a total of 7 cm long, was present on the wire near the distal end. The core wire had been broken near the distal end, and the coil wire had become partially unraveled. Use residue was found between the guidewire and the catheter; the wire had been used in a patient. The proximal broken end of the core wire was found to be curved into a ¿j¿. The guidewire od measured slightly less than specification. It is unknown if the use of the device contributed to this slightly low od. Microscopic evaluation found that the distal end of the catheter was in the shape of a teardrop, evidence of mechanical damage. The break in the core wire was found to be at the distal weld tip. The break was granular on the weld tip side. Necking was also evident at the break point. The ¿j¿ into which the broken core wire was formed is evidence of a break under tension, supported both by the granular surface of the break, and necking at the break point. The teardrop shape of the distal end of the catheter suggests that the wire was constrained at the end of the catheter. It is possible that constraint of the wire at this point, or at the point of a needle, and subsequent retraction relative to the point of the constraint may have caused the break at the weld tip. Interactions with the unknown catheter may have contributed. The following statements from the IFU may be helpful: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ do not allow the guidewire to inadvertently advance totally into the vessel.¿ ¿instructions for catheter insertion: a syringe is attached to an introducer needle that will permit passage of the guidewire. The maximum guidewire that may be used is 0.035 in. (0.89 mm). The introducer needle is inserted into the identified vein. The syringe is removed leaving the introducer needle in place. Warning: for jugular and subclavian insertion, the patient must be placed on a cardiac monitor during this procedure. Cardiac arrhythmia may result if the guidewire is allowed to pass into the right atrium. The guidewire must be held securely during the procedure. The guidewire can be inserted into the needle hub and passed through the needle. Advance the guidewire to the desired location in the vessel. Caution: do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined. Holding the guidewire securely in place, remove the introducer needle. Caution: do not allow the guidewire to inadvertently advance totally into the vessel. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire tip was too pliable. On (B)(6) 2017 - the returned sample was broken and had evidence of use.